Event description:
This customer reported that the nurses did not see the r-wave markers as expected when they wanted to deliver synchronized cardioversion. They switched to a different model of defibrillator to deliver synchronized cardioversion. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4): this customer reported that the nurses did not see the r-wave markers as expected when they wanted to deliver synchronized cardioversion. They switched to a different model of defibrillator to deliver synchronized cardioversion. There was no impact to the involved pt. The hosp biomedical engineer evaluated the device and it passed all testing. The customer was provided info related to the placement of the synchronized marker on the display and on the printed strip. The device was behaving as designed and intended. We are considering this to be a user misunderstanding related to placement of the synchronized marker.